Event description:
While changing a dexcom g7 glucose sensor, which I have to do every 10 days as I am an insulin dependent diabetic, the first 3 sensors I applied failed during the warmup period which is 30 minutes, so I had to apply a new one 3 times before I got one to warm up and give me new readings. This happened last time my sensor expired and I had to use 3 again before I got one to work. Pt code: 2364. Device code: 2588. Ref reports: mw5178996, mw5178998, mw5178999, mw5179000, mw5179001.